Manufacturer narrative:
(B)(4). Model #:(01)00889024149199(17)220930(10)63785461. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: zimmer continuum trilogy longevity liner, cat. No. 00-8751-012-36, lot no. 63785461. Zimmer biolox delta ceramic head, cat. No. 00-8775-036-02, lot no. 2898804. Zimmer wagner sl revision hip stem, cat. No. 01.00102.618, lot no. 2860005.

Event description:
It was reported patient was revised one year post-implantation for unknown reasons. Head and liner were replaced. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: unknown, unknown cup, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent 2nd revision surgery approximately one year after the first revision, due to unknown reason. Liner and head revised per invoice. Attempts were made to obtain additional information; however, none was available.